Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, once the competitor lead was connected to the device, some of the left ventricular lead configurations were giving high impedances and not capturing. The device/lead connection was checked thoroughly, but the lead issue remained. The situation was planned to be discussed with company representatives. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.